Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Complaint investigation was performed, the original equipment manufacturer (OEM) indicated that the fiber stripping process (blade stripping) used by the supplier weakened the fiber tip, which may have contributed to the tip breakages. Additionally OEM reported longer stripped length may also have contributed to the breakages. The blade stripping process has been replaced by micro-stripping process which hasn't shown the tip weakening. The strip lengths have also been reduced to shorter lengths. The OEM is aware of weakened fiber tips in regards to the stripping process during manufacturing. Complaints for the fiber tip breakages should continued to be monitored.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Complaint investigation was performed, the original equipment manufacturer (OEM) indicated that the fiber stripping process (blade stripping) used by the supplier weakened the fiber tip, which may have contributed to the tip breakages. Additionally OEM reported longer stripped length may also have contributed to the breakages. The blade stripping process has been replaced by micro-stripping process which hasn't shown the tip weakening. The strip lengths have also been reduced to shorter lengths. The OEM is aware of weakened fiber tips in regards to the stripping process during manufacturing. Complaints for the fiber tip breakages should continued to be monitored.

Manufacturer narrative:
The fiber was not returned the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during an ureteral stone procedure, the fiber broke during insertion into the scope. No pieces fell into the patient. The intended procedure was completed with the same device. There was no patient injury reported.